Manufacturer narrative:
H6. Evaluation codes: updated. Device evaluation: no product or photos were returned therefore no device analysis could be completed. Due to fact that the cuff leak was observed after placement it is the most probable that the reported failure occurred during tracheostomy procedure due to contact with sharp edge which is in conflict with the instruction for use (IFU). Unfortunately, without the sample we are unable to determine the true root cause of this issue. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the device had an air leakage at the tracheostomy point after the operation. The air bag pressure was not high. The air bag was inflated in time and had slightly improved upon adjusting the position. "However, the tracheostomy was hard to improve after the cannula was replaced as an air bag leakage was found." There was patient involvement and no patient harm/adverse event reported. The sample is not available for return as the product has been discarded by the hospital.

Manufacturer narrative:
H3 device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Reporter phone: (B)(6).